Event description:
The customer reported that there was no image on both workstation monitors.

Manufacturer narrative:
The ge service rep troubleshoot system, ordered parts. He reloaded the system software and replaced cpu pcb. The rep checked system for proper operation, system operates as intended.